Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel is confirmed and was determined to be manufacturing-related. One 4.5fr microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sheath was observed to be evenly split; however, the splitting at the t-handle of the device was observed to be uneven. A microscopic observation revealed plastic deformation of the material at the break site. The t-handle was observed to have excess material and a distinct ring of material on one side of the split. The uneven splitting of the t-handle appears to have been caused by an abnormality during the manufacturing process. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: no harm or otherwise negative outcome.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that they are having issue with the introducer not peeling away. They had to cut it off.